Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see remedial action reference. Complaint trends will continue to be monitored.

Event description:
Medtronic received a report that the handheld monitor was missing display segments. Customer indicated there was no patient involvement with this event.